Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states it was reported that, the patient faced infusion set's insulin flow blockage on (B)(6) 2025. Patient had high blood glucose levels and was treated with correction bolus via pump. The blockage was likely at the site. No further information available.